Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side rupture and exchange from textured to smooth implants due to the concerns with the product. Also, healthcare professional reported right side rupture and exchange from textured to smooth implants due to the concerns with the product. Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, crease fold, one opening extended on the posterior and red particles on the shell. A microscopic analysis was performed which identified: one opening crease sharp on the posterior, non-penetrating nick and wear abrasion. Based on the device analysis the final assessment is: one crease sharp opening on the posterior assessed as fold flaw opening.